Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the head brake was worn. This bed is a rental unit and is subject to between pt inspections which includes the pm activities. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.